Event description:
A user facility inventory manager reported a dialyzer blood leak during a patient's hemodialysis (hd) treatment. Upon follow-up, the clinical coordinator (cc) confirmed the reported event and stated an external dialyzer blood leak occurred immediately upon initiation of a patient's hd treatment. The blood leak was noticed from the header of the dialyzer as soon as blood reached the dialyzer. The machine, a fresenius 2008t machine, did not alarm. Fresenius bloodlines were also being used. After the leak occurred, the treatment was paused and the patient¿s blood was not returned; estimated blood loss (ebl) was 240 ml. Upon closer inspection of the dialyzer, it was noted the header of the dialyzer exhibited small cracks. Immediately following the event, the patient completed their treatment after being re-setup with new supplies on the same machine. The machine has remained in service. There was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The dialyzer was available to be returned for manufacturer evaluation.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility inventory manager reported a dialyzer blood leak during a patient's hemodialysis (hd) treatment. Upon follow-up, the clinical coordinator (cc) confirmed the reported event and stated an external dialyzer blood leak occurred immediately upon initiation of a patient's hd treatment. The blood leak was noticed from the header of the dialyzer as soon as blood reached the dialyzer. The machine, a fresenius 2008t machine, did not alarm. Fresenius bloodlines were also being used. After the leak occurred, the treatment was paused and the patient¿s blood was not returned; estimated blood loss (ebl) was 240 ml. Upon closer inspection of the dialyzer, it was noted the header of the dialyzer exhibited small cracks. Immediately following the event, the patient completed their treatment after being re-setup with new supplies on the same machine. The machine has remained in service. There was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The dialyzer was available to be returned for manufacturer evaluation.

Manufacturer narrative:
Additional information: d9, h3. Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.